Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: section 10: general condition. Section 70: check for unintended motion. Section 90: check general function with apd hand switch. During the service evaluation the following failures were identified: functional : will not run. Visual : deformed/bent - housing. Internal finding : worn seal. Conclusion: failure reported is not confirmed . Root cause: component failure from wear.

Event description:
It was reported that during surgery, it was observed that after working on the bone, the air powered handpiece device remained active whether it was the drill bit, saw, or kirschner wire mounted in the adapter. According to the reporter, the specialist expressed concern, as this can lead to inconsistencies and pose a risk to the surgical team. It caused problems because if a threaded pin was inserted, it would retract while the handpiece was active. It was reported that the device was being used with a handswitch device and a 3m hose. It was further reported that the surgery was completed successfully. The injury does not cause major involvement to the patient; it was only soft tissues that became entangled in the drill bit. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.